Event description:
I received tms by a magstim device in (B)(6) at (B)(6) beginning on (B)(6) 2025 to (B)(6) 2025. Adverse effects started on day 4, where I told the technician about the negative thoughts flooding in and emotions. They ensured me it was a part of the process and to "think positive." By day 18 I was starting to really spiral and have overwhelming anxiety, the technician even looked concerned. That's when they had me switch offices to the (B)(6) location where one of the technicians there told me the machine was broken at the (B)(6) location and that was the reason for the change. I remember almost every session at the (B)(6) location feeling the pulse behind my left eye, when I switched to the (B)(6) location, I never experienced that sensation. But by then the anxiety was overwhelming and I started having flashbacks and day 20 is when the dissociation started. After completion, I started having panic attacks and had to quit my job. I haven't worked since (B)(6) and can barely keep my thoughts in order. I¿ve experienced suicidal ideation which I¿ve never experienced and ended up having to go inpatient twice. Found out through the inpatient psychiatrist I am bipolar. The medication they gave me (wellbutrin) prior to staring tms started a manic episode which I was unaware of what was happening, and tms exacerbated it causing what I believe it a traumatic brain injury (tbi). The experience in itself has left me debilitated.